Manufacturer narrative:
Correction: b5 - the correct event description should have been "it was reported that the pacemaker and right atrial (ra) lead exhibited noise while the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. The pacemaker, ra lead and rv lead were explanted and replaced on (B)(6) 2024. Additionally, the rv lead was programmed to be less sensitive prior to explant. The patient was in stable condition." Rather than "it was reported that the pacemaker exhibited undersensing. The pacemaker was explanted and replaced on (B)(6) 2024. The patient condition was not known."

Event description:
Related manufacturer reference number: 2017865-2024-71493. Related manufacturer reference number: 2017865-2024-71494. It was reported that the pacemaker and right atrial (ra) lead exhibited noise while the right ventricular (rv) lead exhibited noise oversensing resulting in pacing inhibition. The pacemaker, ra lead and rv lead were explanted and replaced on (B)(6) 2024. Additionally, the rv lead was programmed to be less sensitive prior to explant. The patient was in stable condition.

Manufacturer narrative:
The reported event of signal artifact/ noise could not be confirmed. The pacer was received with battery voltage above elective replacement indicator (eri). Analysis performed indicated normal device functionality. DHR review was performed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported, that the pacemaker exhibited undersensing. The pacemaker was explanted and replaced on (B)(6) 2024. The patient condition was not known.

Manufacturer narrative:
Further information was requested, but not received.